Event description:
Adverse event(s): "myopic refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with a myopic refractive surprise following intraocular lens (iol) implant surgery. The surgeon stated that both he and the pt are satisfied with the outcome as this will allow for slight monovision affect with improved intermediate vision. In a f/u, the surgeon reported that there will be no medical or surgical intervention performed.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Add'l info was requested on 8/9/10 and 8/11/10 by phone, fax, and mail. A completed questionaire was received on 8/25/10. (B)(4).